Manufacturer narrative:
H11: the initial complaint was submitted with 30 december 2024 as the date of awareness. After further review, it was determined the date of awareness for this event is 07 january 2025.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed; however, the exact cause is unknown. Two photographs of a groshong nxt catheter connector piece were returned for evaluation. An initial visual observation of the photographs showed a damaged groshong connector piece. The extension leg was observed to have a break in the tubing at the proximal end. The second image was the remaining strain relief oversleeve and luer hub which had separated from the patient. While a break could be seen in the extension leg tubing of the sample in the returned photograph, no details of the damage could be discerned. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the catheter experienced an almost break at the extension tube, and the nurse manager rushed to clamp the catheter in place with pliers. The catheter needed to be replaced, and the extension tube had fallen out. The clinical nurse manager said there was no sharp object to damage the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. He complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen groshong catheter. The sample comprised the luer adapter and a portion of extension tubing. A break was observed in the tubing just distal of the white strain-relief sleeve. The distal segment of the catheter was not returned for evaluation. Microscopic inspection of the break site revealed a granular fracture surface. Superficial stress fractures were observed in the vicinity of the break. Tactile inspection of the sample revealed tensile weakness throughout the segment of extension tubing. The fracture features were consistent with damage caused by tensile (pulling) stress, leading to material failure. The fracture profile further suggested that over-pressurization may have contributed.